Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient has developed an infection and when reviewing the post bill, it was identified that the patient has a guardian tibial sleeve with plugs implanted. The patient also has the following implants placed that are eleos: poly spacer, distal femur, tibial hinge component, distal femur axial pin, stem extension, three male-female midsections, proximal femur, and male-male midsection. The patient will be undergoing a revision surgery where all implanted devices will be explanted and an onkos my3d custom case will be implanted. This revision surgery has not been scheduled yet.